Event description:
Patient received initial implant on (B)(6) 2012, of a bifurcated device and 25mm aortic extension. During the initial implant 2 to 2.5 cm aneurysm neck left unstented. The patient presented with back pain on (B)(6) 2012. A computed tomography image revealed proximal type I endoleak. On (B)(6) 2012, an aortic extension was implanted which resolved the endoleak.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted.

Manufacturer narrative:
Device not returned, actual device will not evaluated. It is unknown if the patient anatomy met the criteria for indications for use. Endoleaks are a known risk of the procedure. Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.